Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded drive support disk and missing end cap sticker. The insulin pump alarmed during the prime test due to protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.